Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025, due to previous reported issue. The patient was reimplanted with another cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced dizziness and nausea with and without stimulation from the implanted device, abnormal auditory perception with fluctuating impedances and decreased speech perception. Open circuits were noted on 18 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.